Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a neuroimaging procedure, following an iliac artery angiography, the tip of the catheter cracked and detached. Several attempts were made to successfully retrieve the detached piece. During the attempts, the piece fractured into two separate pieces. One of the fractured pieces was successfully removed. The other remaining piece is still within the patient's lower limb artery and will require an additional procedure for removal. No additional patient consequence to report.

Manufacturer narrative:
The suspect medical device was not returned for investigation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be reopened.